Event description:
Disposable scissor tip fell off in patietn during laparoscopic case. Tip was retrieved. Additionally, account stated the physician was doing a laparoscopic case when the scissors tip fell off. The scissor tip was visible on camera and retrieved without incident. The physician got another instrument and completed the case without further delay. They are not sure if the scissor tip was put onto the instrument correctly or not. Medical or surgical intervention was not required and the patient is doing okay.